Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of the investigation performed on 03/21/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: investigation revealed the display was dim and discolored. Unrelated to the display issue, review of the pump¿s black box revealed the time and date resetting to default upon a battery change. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).